Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis experienced left sided deflation post procedure. The patient went to the physician¿s office and received a medical diagnosis for the deflation. As a result, and explant was performed on (B)(6) 2020.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on march 11, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 16, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 5805159, and no non-conformances were identified. During visual evaluation, an anomaly was observed on the device consistent with a crease/fold. A tear was also observed within the crease/fold on the posterior view measuring approximately 0.2 cm. The evaluation determined that the deflation is consistent with a crease/fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).